Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and reviewed the logs. A loose cable connection was found behind the display. The connector was tightened and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit shut down. The power was cycled and the case continued with no further reported complaint. There was no reported patient injury.